Event description:
Six weeks ago, this catheter was inserted into the patient. Yesterday, the catheter virtually fell out. The catheter had come away from the cuff. The patient not knowing what to do, as there was blood seepage, took themselves to casualty by which time the bleeding has stopped. Patient is ok, other than catheter needing to be replaced.

Manufacturer narrative:
The complaint sample has been returned for evaluation. However, the complaint investigation is currently ongoing and no conclusion has been determined. A follow up report will be sent once the investigation has been completed.